Event description:
It was reported that difficulties were encountered cocking the needle of this biopsy needle during testing. Upon visual examination of the needle, it was noted the outer cannula was bent. Another device was used to successfully complete the renal biopsy without pt complications. The pt's condition is good. The device has not been rec'd by this MFR. Therefore, no failure analysis is available. The co's directions for use state: "before use: remove protective sheath and visually check stylet and cannula tip for any sign of damage. If any damage is evident, do not use or attempt to repair... Warning: test firing the needle without stabilization may damage the cannula tip... Do not leave the needle cocked with the springs under tension until ready to use."